Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.